Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case, service code 204) has been confirmed. Upon investigation, the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to broken wires in the monitor's electrode belt cable receptacle. The root cause for the broken wires could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it had a damaged case and that a patient was receiving a service code 204 (monitor unusable).